Manufacturer narrative:
Continuation of d10: marksman catheter product ID fa-55150-1030 (lot: 231338907);  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline flex stent did not open adequately. The patient was undergoing  dense mesh flow diversion surgery for treatment of an unruptured, saccular, left middle cerebral artery aneurysm with a max diameter of 4.7 mm and a 4 mm neck diameter. The landing zone arterial diameter was 8 mm distally and 7 mm proximally. It was noted the patient's vessel tortuosity was minimal. Femoral artery access vessel diameter was 8 mm. Dual antiplatelet treatment (dapt) was administered. The platelet reactivity unit (pru) level was noted as 80. The angiographic result post procedure was reported as normal. The tip end of the ped opened in a columnar shape. The operator attempted to advance the guidewire but the ped still failed to open. Another attempt was made to resheath and redeploy, but it still did not open. After replacing the intermediate catheter, marksman, and the ped, the procedure was completed successfully. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). Ancillary devices included heartcare medical 6f aspiration catheter.